Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 260 mg/dl. The customer stated that the device had been bumped and dropped prior to the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump passed the displacement test. The insulin pump was received with minor scratches on lcd window and reservoir tube window, broken belt clip slot and reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.